Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. Relevant medical information: on (B)(6) 2002: (B)(6) medical center. Admission assessment. Weight (B)(6). History of pneumonia, morbid obesity, 1999 gallstones, 1985 appendix, 1985 left ovary removed, 1988 ½ right ovary removed, 1986 tubal ligation, 1995 hernia repair. Move bowels 3 times daily. On (B)(6) 2002: (B)(6) medical center. (B)(6) md. History and physical. Presents for laparoscopic gastric bypass. Morbid obesity. Weight (B)(6). History of ventral hernia repair ¿90, appendectomy, gallbladder, right salpingoophorectomy, left partial salpingoophorectomy. On (B)(6) 2002: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: morbid obesity. Postoperative diagnosis: morbid obesity. Procedure: laparoscopic converted to open gastric bypass. Indications for procedure: the patient has a long history of morbid obesity. The patient has tried multiple weight loss programs without effect and was worried about future comorbidities and was interested in surgical intervention for weight loss. After all of the risks and benefits were explained, the patient agreed to elective surgery. Technique: ¿the patient was brought to the operating room and laid supine on the operating room table and general anesthetic was administered. The abdomen was cleaned and draped in the usual sterile surgical fashion. An umbilical port was placed after open visualization of the peritoneal cavity was placed after open visualization of the peritoneal cavity with a #10 blade a pneumoperitoneum was created. Five other ports were placed, 3 on the right side and one was lateral in the maxillary line, 2 were in the midclavicular line between the costal margin and the umbilicus. Two more ports were placed on the left side and these were subcostal in location. With all of the ports placed, the abdomen was visualized. A liver retractor was placed in the right lateral port and the left lobe of the liver was retracted. Good visualization of the ge junction was seen. Using the harmonic scalpel the angle of his was taken off of its retroperitoneal attachments and a point on the lesser curvature approximately 2 cm from the ge junction was appreciated and a dissection was performed between the stomach and the lesser omentum. Careful attention was taken not to injure the vagus nerve or the vessels. Once into the lesser sac, the gia-55 stapler was utilized to transect the stomach in a longitudinal fashion and then in a vertical fashion. This created a pouch that was approximately 50 cc in size. This took approximately 4 applications of the stapler. Once this was done, attention was turned to placing the anvil. The anvil was sutured to the ng tube and then by the anesthesiologist it was placed into the esophagus and down into the pouch. Once visualized in the pouch, a small defect was created in the pouch and the ng tube was pulled into the abdominal cavity and out the port site. This brought the anvil with it. There was difficulty in getting the anvil through the larynx and once this was accomplished the anvil was pulled through the defect in the stomach pouch and the ng tube and sutures were removed. Once this was done, attention was turned to find the ligament of treitz. This was done by holding the transverse colon cephalad and visualizing the ligament of treitz and approximately 30 cm distal to this, the intestine was transected with the gia stapler. When this was done, distal to the transection, approximately 75 cm of bowel was marched down. This point of the bowel was marked and the enteroenterostomy was created with the proximal jejunum using gia-55 stapler and suture repair of the end. During this time, the patient¿s saturation diminished. The et tube had been damaged during the placement of the anvil and the patient was not able to be ventilated or oxygenated. After approximately 5-10 minutes the patient had the endotracheal tube removed and was being masked. At this point, the pneumoperitoneum was deflated. Once this happened, the et tube was changed and abdomen was inflated again and the anvil was not [sic] longer protruding from the stomach pouch. After multiple attempts of trying to pull the anvil back into the rent made in the stomach pouch, it was decided to open and perform the remainder of the procedure as an open. Therefore, laparoscopic equipment was removed and a midline incision was made from the xiphoid down to the umbilicus. The enteroenterostomy was inspected. The mesentery was sutured to prevent any internal herniation. The roux limb was brought up to the stomach. The anvil was brought out through the rent in the stomach and using the eea stapler and [sic] anastomosis was made. This anastomotic line was oversewn with pds. The end of the gastrojejunostomy where the end of the eea stapler had been placed was oversewn with pds as well. The abdomen was then irrigated. Incision was closed with #1 pds and a skin stapler. The patient was stable throughout the procedure.¿ on (B)(6) 2002: (B)(6) medical center. (B)(6) md. Discharge summary. History of morbid obesity status post open gastric bypass. Patient was sent home after surgery, returned the 29th complaining of nausea, diarrhea, vomiting with minimal sips of liquid or solid foods as well as some chills. Denied fevers, chills. Course: admitted with diagnosis of diarrhea, nausea and dehydrated, status post open gastric bypass. Received IV fluid hydration, was kept nothing by mouth initially. CT unremarkable, was able to tolerated clears, slowly advanced to a puree diet. On (B)(6) 2003: (B)(6) medical center. [Provider ni]. Consultation. Obesity status post open roux-en-y, postop complications of wound infection. Now presents with 3-4 days of nausea/vomiting, dehydration. Upper gi 2/4 shows retained contrast in pouch and narrowed gastrojejunal anastomosis allowing small amount of contrast passage. Gi consulted for dilation of anastomosis site. Abdomen; soft, obese, nontender/nondistended, surgical site dressed ¿ minimal drainage. On (B)(6) 2003: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: nausea and vomiting. Gastric outlet obstruction at gastrojejunal anastomosis after roux-en-y gastric bypass. Postoperative diagnosis: chronic gastritis of the gastric pouch. Narrowed gastrojejunal anastomosis. Successful dilation of the anastomotic site to 10 mm diameter. Procedure: esophagogastroduodenoscopy with dilatation. On (B)(6) 2003: (B)(6) medical center. (B)(6). Emergency room visit. Nausea/vomiting/diarrhea. Status post gastric bypass, diarrhea since surgery, now worse. Exam: abdomen; non-tender, no masses, bowel sounds normal, liver and spleen normal, soft, small opening with serosang drainage. Impression/plan: dehydration, diarrhea. IV fluids, discharged home [appears admitted]. On (B)(6) 2003: (B)(6) medical center. Admission assessment. Transferred from emergency room. Dressing above umbilicus. History of hernia repair x (B)(6) 1990. On (B)(6) 2003: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: vomiting and diarrhea, status post gastric bypass surgery for obesity. Postoperative diagnosis: strictured gastrointestinal anastomosis. Procedure: esophagogastroenteroscopy with balloon dilatation of the anastomosis. Impression: strictured gastroenteric anastomosis. Successful dilatation of the anastomotic ring. On (B)(6) 2003: (B)(6). (B)(6) md. I saw ms. (B)(6) today for a postoperative check. As you know, she has had some postoperative difficulties with her surgery. She needed two dilatations from the gastroenterology department that have resulted in an opening of her anastomosis and has made her much better. She also developed a stitch granuloma after developing a stitch abscess that I removed in the procedure room last week. Unfortunately, the stitch granuloma was right near where she had her mesh hernia repair and it appears that the mesh has become infected. Hopefully, we can get away with just wet to dry dressing changes and the mesh will heal over. It is possible that I have to remove the mesh at a later date, however. At the time though she seems to be doing quite well despite all this and she has lost almost 50 pounds so far. I will be seeing her again next week and I will keep you informed of her progress. On (B)(6) 2003: (B)(6) medical center. (B)(6) md. Discharge summary. Admit date: (B)(6) 2003. Presented with 3 week history of diarrhea after almost every meal. Was admitted (B)(6) 2003 for diarrhea and lightheadedness and discharged (B)(6) 2003, was rehydrated and discharged on lomotil. Patient did not fill the prescription and diarrhea resumed after having stopped in the hospital while she was on lomotil. Patient has bowel movements about 10 to 15 minutes after very oral intake, loose watery yellow stools. Has less diarrhea when eating blander meal. Had a 5 month history of nausea and vomiting prior to the diarrhea secondary to gj anastomosis. Course: admitted for rehydration, diarrhea resolved while in the hospital. Patient was initially made nothing by mouth or just on clears. Patient was instructed not to take in any juices; however, the patient still continued to have multiple juices. Continued with some abdominal pain and some diarrhea. Once the juices were removed patient¿s bowel movements stopped. Diet slowly increased by addition of nutritional supplements, had 2 bowel movements. Diet advanced to soft, did not have any further bowel movements or diarrhea. Discharged home with PICC line and home health care for PICC line maintenance. Discharged in lomotil. Patient instructed to fill the prescription this time. Additionally instructed not to take in any juices or colas, or any sugars or sugary substances. Instructed to hydrate with water and/or gatorade. Instructed to eat bland diet. Was offered opportunity to speak with the dietician while in house, however, the patient wanted to leave by a certain time and did not see the dietician. Instructed to follow up with dietary as outpatient. Implant procedure: excision of sinus tract with removal of old mesh. Repair of incisional hernia with dual-mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp04/[illegible]), 15 cm x 9 cm x 1 mm.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2004, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, abscess, resection of small bowel, diarrhea, stomach swelling, chronic stomach pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no¿available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.